Event description:
During a laparoscopic appendectomy, the surgeon was trying to use the ligasure hand piece and it would not work. The instrument was removed and a new ligasure hand piece was used without any issues. There was no harm to the patient.